Manufacturer narrative:
(B)(6).

Event description:
A manufacturing representative (rep) reported that a power on reset (por) message was displayed. The por message stated the implantable neurostimulator (ins) had undergone a reset and the serial number needed to be entered. The rep reported a week and a half later that the por was triggered because the ins was near the end of service. To solve this issue was programmed a replacement surgery. No symptoms were reported.